Event description:
The customer received questionable glucose hk results on their integra 800 analyzer. The customer provided data for two patients, of which one patient had discrepant results reported outside the laboratory. The customer proceeded to troubleshoot the analyzer on (B)(6) 2012 and replaced all the probes and changed the absorbance lamp. The patient's initial glucose result was 641 mg/dl accompanied by a data flag and it was reported outside the laboratory. The emergency room questioned the result. About an hour later, another sample was drawn and tested on a glucometer and the result was 133 mg/dl. The customer pulled the original sample and treated it with lipoclear. It was tested on another integra 800, serial number (B)(4), and the result was 260 mg/dl accompanied by a data flag. The customer then repeated the untreated sample on the second integra, and the result was 255 mg/dl accompanied by a data flag. The customer considered the results from the second integra 800 to be correct. The patient was treated with insulin based on the high glucose result that was reported. The patient was later discharged on (B)(6) 2012. The customer could not provide additional information regarding the patient. The glucose reagent lot number was 65056701 and the expiration date was 01/31/2013. The field service representative found defective absorbance photometer optics. He replaced the absorbance photometer optics. He verified the analyzer worked properly after the part was replaced by running absorbance photometer diagnostic checks. He performed a check test and all results were within specification. The customer performed all calibrations and quality controls and all results passed.